Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 01-jun-2016, an fse visited the customer to address the reported event. During servicing, the fse cleaned the y-axis rails and the z-rod. The alignments were adjusted on the y-axis. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the sampler y-axis alignment.

Event description:
On (B)(6) 2016, a customer reported z1-axis error with their g8 analyzer. The customer was unable to run a1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.